Event description:
It was reported that during an un-specified procedure, the 4.0 x 33 mm xience pro stent delivery system (sds) was advanced, but the sds could not advance to the lesion. During removal, resistance was noted. The sds was able to be removed and it was noted that the stent struts were raised. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.